Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
Serial number, of the initial medwatch report indicates: (B)(4). Serial number, of the initial medwatch report should indicate: (B)(4). The initial medwatch report indicates that the approximate device age is: 10 months, the initial medwatch report should indicate that the approximate device age is: 5 months mfg date of the initial medwatch report indicates: 04/13/2015. Mfg date of the initial medwatch report should indicate: 10/29/2015. Narrative text, of the initial medwatch report indicates: UDI = (B)(4). Narrative text, of the initial medwatch report should indicate: (B)(4). New information for supplemental medwatch report: physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was that lid reed switch was remaining shorted when the lid of the device was opened. This caused the device to appear as if it was not completing a boot up cycle. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4).physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.